Manufacturer narrative:
(B)(4). Date sent: 09/09/2020. D4: batch # u5ag4k. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, staples were still in the device and the green check mark did not illuminate upon insertion of the battery confirming that the device was not fired. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The green check mark was illuminated confirming the completion of the firing stroke. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the take down of a colostomy, the powered circular stapler didn't fire. Nothing happened. They pulled a like device and completed procedure. No patient complications.